Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and mildly calcified left superficial femoral artery (sfa). A 6.0mm x 100mm x 150cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon was ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.